Event description:
It was reported that the door of a flo-gard infusion pump would not open. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of door does not open was identified during visual inspection; the latch roller was found damaged. The cause of the damage was not determined. To correct the condition, the door latch was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.